Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported a partial rupture of the catheter near the junction. Spillage of substance at the time of infusion is also reported. The patient reports that he did not use the high-pressure mdc infusion catheter. Additional information provided 6/9 the broken PICC was used in the past for the administration of chemotherapy. No adverse events were reported for either the operators or the patient. The device was removed normally.

Event description:
It was reported a partial rupture of the catheter near the junction. Spillage of substance at the time of infusion is also reported. The patient reports that he did not use the high-pressure mdc infusion catheter. Additional information provided 6/9 : the broken PICC was used in the past for the administration of chemotherapy. No adverse events were reported for either the operators or the patient. The device was removed normally.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l groshong catheter. Usage residues were observed throughout the sample. The catheter was assembled with a two-piece connector. Microscopic inspection of the catheter shaft revealed two longitudinally aligned splits just distal of the connector. The splits occurred within impressions in the catheter material. Tactile inspection of the sample revealed tensile weakness, necking and discoloration in the vicinity of the splits. The split features, relative positions and accompanying tensile weakness were consistent with catheter damage caused by manipulation of the catheter using a grasping type instrument such as hemostats or forceps. The location of the damage suggested that catheter maintenance techniques may have contributed.